Event description:
On april 14, 2010, isi rec'd medwatch uf/importer report (B) (4) with the following event description: "a pt was undergoing laparoscopic total hysterectomy in the main operating room using robotic equipment. The surgeon was exchanging the devices to allow for cautery of a small bleeder. The iliac artery was nicked in error. A vascular surgeon was called and arrived quickly to repair the vessel. The pt was transferred to the intensive care unit for observation. The pt is doing well." Note: during the case at the very end with insertion of robotic laparoscopic scissors through the right robotic sleeve, there was injury to the right external iliac artery. This resulted in laparotomy and repair by vascular surgery. On april 15, 2010, isi rec'd amended medwatch uf/importer report (B) (4) with the following add'l info: "the surgical assistant physician is a seasoned surgeon but was not trained in robotic surgery. The estimated blood loss for the pt was 3 liters."

Manufacturer narrative:
The instrument used during the surgical procedure has not been returned for eval. However, based on the info provided in the customer's amended medwatch report (B) (4), damage to the pt's iliac artery was the result of an use error by the surgeon assisting at the pt side cart (psc). The psc is the operative component of the da vinci s system, and its primary function is to support the instrument arms and camera arm. The pt cart operator works in the sterile field, assisting the surgeon console operator by exchanging instruments and endoscopes, and by performing other pt-side activities. On may 7, 2010, (B) (6) an rn and operating room team leader reported that to the best of her knowledge, the pt has not returned to the hosp due to any post operative complications. A review of our training database revealed that on (B) (6) 2010, the pt side surgeon assistant completed isi's pt side assist training lab. As of (B) (6) 2010, there have been no reported recurrences of the issue at this hosp.